Event description:
Reporter alleged that a patient received a result of hi (greater than 600 mg/dl) on the inform system compared back to back within 10 minutes of a result of 246 mg/dl obtained on a lab system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Boston scientific crm received information that this device declared end of life (eol) due to charge times. New information received indicates that this device reverted to storage mode. The device was explanted and replaced without incident.